Manufacturer narrative:
The investigation summary is as follows: we received the catheter without a sliding clamp as a faulty sample. The catheter tube was shortened at the 5 cm marking. Microscopic examination revealed a tear at the junction between the catheter tube and the extension line, with a rough fracture surface, indicating excessive tensile force. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant- concerning this, there are some warnings in the IFU: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. Unfortunately, the customer did not indicate whether the disinfectant used was water-based or alcohol-based. Furthermore, the customer noted that the catheter had been in use for 17 days before the leakage occurred, suggesting that the issue is unlikely to be related to a manufacturing defect. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter undergoes flow and leak testing during production as part of the quality control process. In addition, incoming goods inspections and two 100% visual inspections are conducted after packaging as part of the manufacturing process. A two-year review of vygon USA's complaint data identified one additional reported leakage issue for lot 25f003d. Corrective action: investigation indicates that tensile forces caused the issue. Furthermore, the customer noted that the catheter had been in use for 17 days before the leakage occurred, suggesting that the issue is unlikely to be related to a manufacturing defect. Any manufacturing problems that could cause a leak would likely have been detected by the user during the initial flushing of the catheter. Therefore, no further corrective action has been initiated by quality management at this time.

Event description:
Noticed dressing of PICC appeared saturated. Similar incident occurred previous night overnight and was discovered early in the am. New PICC dressing was placed by 0700. Flushed PICC and it flushed well and have good blood return. Dressing was removed to better visualize PICC itself. Again then flushed PICC and noticed that PICC itself was leaking at one of the connection points. PICC locked off and unable to use. Inserted (B)(6) 2025 and removed (B)(6) 2025. PICC was removed and replaced with piv. No detectable harm to patient.

Event description:
Noticed dressing of PICC appeared saturated. Similar incident occurred previous night overnight and was discovered early in the am. New PICC dressing was placed by 0700. Flushed PICC and it flushed well and have good blood return. Dressing was removed to better visualize PICC itself. Again, then flushed PICC and noticed that PICC itself was leaking at one of the connection points. PICC locked off and unable to use. Inserted (B)(6) 2025 and removed (B)(6) 2025. PICC was removed and replaced with piv. No detectable harm to patient.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR